Event description:
It was reported that review of the stored information from the pacemaker was requested due to the remote home monitoring system showing the longest atrial fibrillation (af) episode being 2.31 hours, but there was not an associated log with an electrogram (egm). It was noted that the clinic also believed there was far field r-wave oversensing. Ts reviewed the data stored in the remote home monitoring system and noted that the discrepancy is due to the limitations of the device's memory and the timing of the remote transmissions. Ts advised that more frequent transmissions from the pacemaker would mean more of the episodes would be available to view within the remote home monitoring system. Ts noted that there was 3.6 hours of af episodes on one day, but since they there have been a total of 0 hours, indicating less than one minute per day of atrial tachy response (atr) mode switching. Ts stated that the episodes that do have an egm associated appear to be appropriate. Ts was unable to cohesively determine if there was true farfield oversensing. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the stored information from the pacemaker was requested due to the remote home monitoring system showing the longest atrial fibrillation (af) episode being 2.31 hours, but there was not an associated log with an electrogram (egm). It was noted that the clinic also believed there was far field r-wave oversensing. Ts reviewed the data stored in the remote home monitoring system and noted that the discrepancy is due to the limitations of the device's memory and the timing of the remote transmissions. Ts advised that more frequent transmissions from the pacemaker would mean more of the episodes would be available to view within the remote home monitoring system. Ts noted that there was 3.6 hours of af episodes on one day, but since they there have been a total of 0 hours, indicating less than one minute per day of atrial tachy response (atr) mode switching. Ts stated that the episodes that do have an egm associated appear to be appropriate. Ts was unable to cohesively determine if there was true farfield oversensing. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct adverse event/product problem (b1) field that was inadvertently incorrect on the last report.